Event description:
It is alleged by patient's attorney that the surgical mesh that had been implanted into the patient delaminated, frayed or disintegrated as a result of which the patient suffered swelling and pain in his abdomen and underwent exploratory in 2004, wherein it was discovered that the surgical mesh had failed and that a piece of stiff plastic line approximately 24 inches in length was loose within his abdomen.

Manufacturer narrative:
The subject product had not been returned for evaluation to date. Therefore, no conclusion can be drawn. We will submit a follow up report when, if subject product is returned and evaluated.